Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted after its use before date. Subsequently, a permanent pacemaker was implanted due to sick sinus syndrome (sss) and unspecified atrial arrhythmias. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Initial source information reported that the valve was implanted after its use before date, followed by a permanent pacemaker. Additional information confirmed that the initial information was not in reference to this valve. Additionally, a permanent pacemaker was not reported to be implanted following this heart valve. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Corrected data: b5. Second paragraph added h6. Patient, device, result, and conclusion codes updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted after its use before date. Subsequently, a permanent pacemaker was implanted due to sick sinus syndrome (sss) and unspecified atrial arrhythmias. No additional adverse patient effects were reported. Additional information was received that confirmed the provided information was not pertaining to a heart valve. There was no transcatheter aortic valve implanted in the patient prior to the pacemaker implant, nor was this valve implanted after its use before date.

Manufacturer narrative:
Continuation of d10: product ID {l-envpro-14-us}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {envpro-16-us}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.